Event description:
The customer reported that during rectal surgery for intramucosal neoplasm of tubulovillous adenoma with severe dysplasia, on (B)(6) 2013, a urinoma and a right ureteral wound was noticed probably caused by thermocoagulation diffusion. Add'l questions were extended to the site without response. The incident device was discarded by the site. The pt's current status is unk.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.